Manufacturer narrative:
(B)(4). The results of the investigation are not complete at the time of this report.

Event description:
The customer reports that "there was a rupture of the central line and it occurred an external bleeding in the femoral". One of the three lines broke from the catheter. Clinical consequence: none.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, the customer returned two photos. Upon visual examination of the photos, it was observed that the medial luer hub (blue hub) is separated from the extension line while the catheter is in use. The report was reviewed; however a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. A device history record (DHR) review was performed and no relevant findings were identified. The report that the luer hub separated was confirmed through examination of the customer supplied photos. The images show the luer hub was separated from the medial extension line, however, the actual complaint sample was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing related issues. The probable cause of the luer hub separation could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer reports that "there was a rupture of the central line and it occurred an external bleeding in the femoral". One of the three lines broke from the catheter. Clinical consequence: none.